Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photo, it was observed that there was sac burst along lumen. However, no functional testing could not be performed since there are only photo provided for investigation. The exact cause of how and when the problem occurred could not be determined. Potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac and also could be contributed by the user itself (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter was inserted on (B)(6) 2023. On 19th march 2023, the nurse discovered that the catheter was dislodged during routine care. The catheter was inspected, the balloon was complete but burst. As per the photo sample received, it was found that the catheter balloon was burst. Stated that the user was exposed to blood, or bodily fluids and the detailed exposure was urine. It was unknown what medical intervention was provided.

Event description:
It was reported that the foley catheter was inserted on (B)(6) 2023. On (B)(6) 2023, the nurse discovered that the catheter was dislodged during routine care. The catheter was inspected, the balloon was complete but burst. As per the photo sample received, it was found that the catheter balloon was burst. Stated that the user was exposed to blood, or bodily fluids and the detailed exposure was urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.